Manufacturer narrative:
The monitor and electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 at approximately 7:30 am while reportedly wearing the lifevest. The patient received one appropriate treatment. The device was started up at 12:27:37 on (B)(6) 2024. The device properly detected vt/vf from 06:46:33 to 06:48:47 on (B)(6) 2024. Varying amplitudes, response button use, and motion artifact prevented the lifevest from treating the patient. At 06:49:59, the patient received the appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was bradycardia at 10 bpm transitioning to an idioventricular rhythm at 50 bpm. The electrode belt was disconnected at 07:02:27 on (B)(6) 2024.